Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the out of range (oor) electrodes was not and cannot be determined. There is no action to fix the oor electrodes and the issue has not been resolved. A physician recharge mode (prm) was performed and completed. The information was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient's ins was overdischarged due to the ins not being used for 7 months. The por was performed successfully and therapy was reestablished. The patient stated that she forgot to recharge and was too busy with life events to come in to reset the device until now. Electrodes impedances 3 and 7 were out of range but the rep was able to program around them. Programming was successfully accomplished without the use of these electrodes. The patient stated there were no falls or injuries that have effected their leads. No further complications were reported. No additional patient symptoms were reported.